Manufacturer narrative:
Engineering testing and analysis: each of the six returned unused ch-14 devices were tested and analyzed per the applicable product specification. This included torque testing in order to determine the torque required to "de-attach" or separate the spike and the clave. The engineers results recorded each of the ch14 component bonds met and exceeded performance expectations outlined in the product specification. Mfg. Lot build record review for the "potential" mfg. Lots was performed. The results recorded all of the identified mfg lot build database record analysis shows the ch-14 devices were manufactured to specification, tested, inspected and released. The record analysis documented no findings that identify that the devices were defective, non-conforming. Findings: engineering testing and eval of the six returned unused ch-14 devices did not replicate the reported issue and or confirm any performance or mfg non-conformances. Each of the returned unused ch-14 devices met the performance specification. The actual used ch-14 devices were not returned for analysis and investigation. Photographs provided visually showed component separation but were inconclusive is identifying the cause. The exact cause (s) of the product issue is unk. This report and the associated info are being provided to the dist and reporting facility for their review and records.

Event description:
Intl (B)(6) complaint received concerning component breakage/chemo leakage incident with use of ch-14 clave vented bag spike, lot # unk. The report (as translated) describes the (B)(6) event as follows "the clave connector got de-attached, unglued, apart of the spike's white part when and while connecting it to the spiros....there was drug leakage over two nurses and the pt..." Follow up info reports the pt and attending clinicians were examined and treated (saline rinse) per hosp protocol and experienced no serious injuries and or adverse outcomes. Preliminary analysis: digital photographs were received that visually confirmed the cch-14 component separation but were inconclusive in identifying a definitive and/or potential root cause. Device(s) returned: a total of six (6) packaged ch-14 clave vented bag spikes reflecting "potential" lot # 2859549, 2848938 and 2854840. The actual ch-14 devices and or mating/access devices were not returned for investigation.